Event description:
A healthcare facility in canada reported that the gas inlet and gas outlet ports of an rd900aeu neopuff infant resuscitator were loose. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details were not received from the customer section h4: device manufacturing details were not received from the customer fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.